Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: unknown - unknown oss bearings - unknown. Unknown - unknown oss bushings - unknown. Unknown - unknown oss femoral component - unknown. Report source: foreign country: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial surgery. Subsequently, the patient was revised approximately 3.5 years later as the cemented stem broke around 4cm from the femoral component but the stem was still attached to the femur. Femur, stem, tibial poly, and all bushings were revised to new oss femur. The previous oss tibial was left in situ. There was a 2 hour delay to remove the broken femoral stem. The surgical technique was utilized. Attempts have been made and no further information has been provided.